Event description:
On 09/01/2000, the facility's interventional radiologist informed the MFR's sales rep of the following: "the oncology clinic noticed leaking of the device through the septum. This was confirmed upon testing in the interventional unit. No further details were provided.